Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan affiliate alleging that a one touch ultra meter would not power on. The patient indicated that the power issue was probably due to the meter's exposure to water. It is not known when the meter was exposed to water or when the device stopped powering on. The patient claimed that she developed "ketoacidosis" after stopping her insulin due to not being able to test with the meter. The patient was admitted to a hospital for 4 days. In the hospital, she received insulin and potassium treatment. It would have been helpful to know the following information: the patient's testing frequency, her medication regimen, what symptoms she had, when the symptoms started, when the power issue began, how long she has had the meter for, if the meter's battery was replaced, and what her blood glucose readings were before the power issue started. In addition, it would have been helpful to know what actions the patient took before, during, and after the meter issue and symptoms started; and what her blood glucose levels were in the hospital. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient because she could not obtain a blood glucose result and later developed "ketoacidosis."